Manufacturer narrative:
Intuitive surgical inc., (isi) followed-up with the initial reporter and obtained the following additional information: it was earlier stated that hospital had performed post-operative tests on the patient. Customer clarified that the post-operative test(s) x-rays were taken at the time of wound closure as usual. They did not conduct the tests to check for remaining fragment(s) as the cable breakage did not cause a fragment to fall inside of the patient's anatomy. Patient information could not be released by the hospital. Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8mm prograsp forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument was observed to have a broken cable. The procedure was completing as planned with no reported injury.